Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (ctni) patient result was obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant elevated cardiac troponin I (ctni) result. Hsc evaluated the information provided and the instrument data files. Quality control (qc) was within customer expectations at the time of the event. No product non-conformance was identified with the reagent or instrument. No other samples that were processed at the time exhibited a similar ctni elevation. The cause of the discordant ctni result is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 system. The discordant result was reported to the physician. A new sample was drawn a few hours later and a lower result was obtained. The original sample was reprocessed the next day on the original dimension vista and an alternate dimension vista system and lower results, considered correct, were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated ctni result.